Manufacturer narrative:
This event was determined to be duplicate information to manufacturer report number 2916596-2023-03800. The investigation findings will be submitted under manufacturer report number 2916596-2023-03800 once the manufacturer's investigation has been completed.

Event description:
Additional information reported that the system controller clock was not set to the correct time and date.

Manufacturer narrative:
E1: reporter name: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had speed reductions and pump stops while on battery power. The events were related to phase to phase shorts.